Event description:
During insertion of a second stent in the circumflex artery, the second stent became difficult to advance and was deployed in the left main artery. In the attempt to retrieve this stent, a 0.014 coronary guide wire was left in a very small marginal vessel with a strand of the braiding of the wire extending to the area of the right femoral artery. The sheath was removed surgically the next day and the wire was secured to the right femoral arterial wall.